Manufacturer narrative:
UDI: the expiration date and manufacture date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. First, it was reported that the carto 3 system was displaying patch 1 striped when patching the patient. The patch was adhered to the patient properly with no resolution. The reference patch was replaced with no resolution. The patch cable from the patch unit was reseated with no resolution. The team then swapped the yellow and the green patch cables in the patch unit and they had no issues with any of the patches. The patch cables were switched back to the original position and the issue persisted. When the medical team moved the cable or touched the patch unit the patch would "flash in and out" on the carto 3 system. The back patch cable was replaced and the issue was resolved. Procedure continued. Faulty cable is rev 08. It was also reported during an a-typical flutter case, a pericardial effusion was noticed. After they finished mapping at the end of the procedure, they were about to pull the catheters and they noticed the patient¿s blood pressure drop. The pericardial effusion was confirmed by ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentesis with about 380 ml of fluid drained. The patient was reported to be in stable condition. The physician didn¿t know why the pericardial effusion happened and stated there was no steam pop or issues during the procedure that indicated there might be an issue. No error messages observed on biosense webster equipment during the procedure. Patient has fully recovered. The patient required extended hospitalization as the patient was kept over night and discharged the next day. Usually for afib ablations the physician sends them home the same day.

Manufacturer narrative:
On 28-aug-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent an atrial flutter ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31291103l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician didn¿t know why the pericardial effusion happened and stated there was no steam pop or issues during the procedure that indicated there might be an issue. No error messages observed on biosense webster equipment during the procedure. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).